Event description:
It was reported, the pt went to the emergency room due a strong pain in the knee after the scs implant. The pt was later admitted to the hosp for observation. The pt mentioned a lighter pain was present in the knee before the implant. The physician indicated the pain was not possibly related to the scs system. Follow-up indicated the pt received effective pain relief in the desirable pain area and the knee pain had subsided. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.